Event description:
It was reported that a patient implanted with an impella cp experienced ventricular tachycardia requiring defibrillation. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation has been completed. The root cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. The device history review was completed and the pump passed all the post sterile inspection checks.